Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient alleged heater plate of the device is too hot and using up water too fast in addition,the bottom of the water chamber was charred black.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer received information stated that his device used up all the water and the bottom of the water chamber was charred black when he woke up in the morning. Filter was returned. No sd card was returned. Water tank was returned. No other peripherals or accessories were returned with the device. There was no report of serious or permanent patient harm or injury. The manufacturer used a known good the manufacturer supplied power supply, ac power cord with the ds2 (dreamstation 2) and the device powered on. The manufacturer-initiated therapy and airflow was verified. The heater plate and a the manufacturer supplied known good, heated tube were getting warm and were working. The manufacturer performed a 2.5 hour timed temperature test because of the customer complaint of bottom of the water chamber was charred black. The manufacturer filled up the water tank to the max line. While using an asl (active servo lung) with the ds2 and a the manufacturer supplied power supply, ac power cord, water tank and heated tube, the temperature test consisted of recording the surface temperature of the base/humidifier, the heater plate, and the patient port. A thermocouple (using an omega thermometer) was attached to the heater plate. A thermocouple (using a multimeter (temperature function)) was attached to the patient port airpath tube. An infrared thermometer was used to measure the temperature at the base/humidifier and power supply/ac power cord. All 3 of these temperatures were recorded every 15 minutes. These tests were performed with water in the water tank. The humidifier was set to level 5. The heated tube was set to level 5. The pressure setting on the device was set to 20.0cmh20. The base/humidifier max temperature recorded was 30.4°c and was within the platform (outside enclosure surface) temperature specifications per prd 2300232 v17.0. The heater plate¿s maximum temperature recorded was 51.4°c and is within the user manual (1143533 v02) specification. The patient port airpath maximum temperature recorded was 30.5°c and was within the temperature specifications (worst case outlet air temp conditions) per (B)(4) v17.0. The manufacturer took an after photo of the water tank. The water level showed that the humidifier was working and used some of the water, after 2.5 hours of running. Factors such as altitude, ambient humidity, along with therapy and humidity settings will help determine how much water would be used in a particular environment. See before and after temp test water level photos. (B)(4). The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device externally and internally observed iso (international organization for standardization) port had dust-like contamination in it. Heater plate had white dust-like contamination and on it. Inlet/outlet seal had white dust-like contamination on it. Unknown dust-like contamination around the ui (user interface) button. Light dust-like contamination on the blower motor and inside of it. Potential mineral spots on bottom of blower indicate possible water ingress. Potential mineral spots in bottom of blower box indicate possible water ingress. Dust-like contamination in the bottom enclosure. Dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring. Potential mineral deposits inside water tank. There was no visible damage or functionality failures of the device, which suggest that the source of contamination was most likely external to the device. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were 5 errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and was not able to confirm the customer's complaint and scrapped. Section-h and d has been updated.